Manufacturer narrative:
Additional information: b5.

Event description:
On april 01 2024 additional information was received from the patient's father who reported that the patient was in the hospital and was admitted on friday (B)(6) 2024 for pain. Reportedly the patient's ventricles were reported to be draining too much and he will be adjusted on (B)(6) 2024 by a new surgeon. Last time patient was adjusted was the middle of last year 2023. The patient was released from the hospital on (B)(6) 2024.

Event description:
It was reported to aesculap inc. That an m.blue plus valve (part# fx804t) was implanted approximately six (6) to seven (7) months prior to this report. According to the complainant, following implantation, the patient has been in a lot of discomfort. The patient has been hospitalized four (4) times due to pain, discomfort, nausea, and headaches. The patient's recent treatment was noted as being a shunt-a-gram which found the device to be working properly. Additional information was provided which revealed that the patient has had to have the programmable shunt adjusted multiple times to get relief. Reportedly, prior to having the programmable shunt implanted, the patient he had relief for what "felt like a longer timeframe." The new device not has to be adjusted every week to ten days. No revision surgery has been planned as a result of this event. The adverse event is filed under aic reference (B)(4).

Manufacturer narrative:
Investigation on-going. Should relevant additional information / investigation results become available, a supplemental medwatch report will be submitted.

Manufacturer narrative:
Manufacturing site evaluation: the device was not returned to the manufacturer for physical evaluation. Additionally, no on-site evaluation of the unit was performed and no parts were returned for failure analysis. Therefore, the investigation was not able to confirm a device issue that could be associated with the reported event. The device history records (DHR) were not able to be reviewed as no lot number was made available. However, all device history records (DHR) are reviewed and released according to documented procedures and a device is not released if it does not meet requirements or is nonconforming. A definitive conclusion regarding the complaint incident cannot be reached without a physical examination of the complaint device.